Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11806. It was reported the pt was experiencing heating while charging the ipg. The pt was provided with the charging system recommendations. It was reported the heating had not resolved using the recommendations. The physician requested a new charging system to be sent to the pt. F/u regarding the issue found the issue had resolved. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.